Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: could you please clarify how long was the delay (hours/minutes)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Response: dear colleague, we don´t have any more additional information about it. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a gastroplasty, a manual stapler was used, the blade cut, but there was no complete closure of the staple line in the medial portion of the loads in all shots, requiring reinforcement of all staple lines by means of a manual entero-anartomy. Because of this, there was a longer procedure time for the surgeon and anesthesia for the patient.